Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. The reporter stated the pump had been worn while swimming. The reporter denies moisture in the pump. The pump reportedly overheated. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11-apr-2019 with the following findings: during investigation, a visual inspection confirmed the battery compartment was cracked. The pump was unable to power on. The complaint of a temperature issue was unable to be adequately investigated due to no power to the pump.